Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead came loose and boston scientific technical services informed stated that this rv lead was suspected for microdislodge and advised to contact clinician about dislodgement and its reprogramming. As of this time, this lead remains in service. No adverse patient effects were reported. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead came loose and boston scientific technical services informed stated that this rv lead was suspected for microdislodge and advised to contact clinician about dislodgement and its reprogramming. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5. Describe event or problem and h11. Additional MFR narrative.

Event description:
It was reported that the patient was told that this right ventricular (rv) lead came loose during device check and patient was not notified. Boston scientific technical service (ts) discussed lead may micro dislodged and be programmed around. Furthermore, during foll ow up appointment it was noted that the lead was dislodged. Additionally, no capture, changes in impedance and sensing were noted. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.